Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer has reported hypoglycemia treated with glucose/carb intake, a blood glucose value of 66 mg/dl, and the pump is over delivering: the basal was edited while on automode, the pump displayed as no bolus needed. Troubleshooting was performed. The customer has been using the insulin pump system within 48 hours of the reported low blood glucose event and the customer used the auto mode feature. No further patient complications were reported and the issue was not resolved. The customer will discontinue the use of the device and the insulin pump will be returned for analysis.

Manufacturer narrative:
Customer returned pump for alleged possible over delivery anomaly and low bgs found on 28-aug-2023. Pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test, self test, and displacement accuracy test. Test p-cap locked into the reservoir tube successfully. No unexpected motor alarms noted during testing. Pump successfully downloaded to thump and carelink. No unexpected motor alarms were noted in the history files or traces on the event date. Several bolus's were programmed, delivered and recorded properly in the pump history. The pump was cut open and found moisture damage on the motor, pcba 1 and pcba 2. The following were noted during visual inspection: battery tube threads - cracked, dried insulin - motor slide, minor scratched lcd window, scratched case, cracked case ¿ display window corner, stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails and pillowing keypad overlay. Possible under delivery was not confirmed during testing. Pump passed full drive test. Unable to confirm low bg. Moisture damage was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.